Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvi pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy, multi gravida, parity 4 (B)(6) 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2016), menometrorrhagia, abdominal pain, vaginitis bacterial, vulval itching, endometrial ablation and menorrhagia. Previously administered products included for prevent pregnancy: iud nos; for an unreported indication: depo provera. Concomitant products included cyclobenzaprine from 2017 to 2018, omeprazole in 2018, ranitidine in 2018 and sennoside a+b (senna) in 2018. In 2013, the patient experienced vulvovaginal pain ("pain vaginal pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2016, the patient experienced back pain ("pain back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/ bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, back pain, vulvovaginal pain, vaginal infection, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, headache, migraine, pelvic pain, pregnancy with contraceptive device, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in 2015: positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvi pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy, multi gravida, parity 4 ((B)(6) 2010, (B)(6)2012, (B)(6) 2013, (B)(6) 2016), menometrorrhagia, abdominal pain, vaginitis bacterial, vulval itching, endometrial ablation and menorrhagia. Previously administered products included for prevent pregnancy: iud nos; for an unreported indication: depo provera. Concomitant products included cyclobenzaprine from 2017 to 2018, omeprazole in 2018, ranitidine in 2018 and sennoside a+b (senna) in 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vulvovaginal pain ("pain vaginal pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In december 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2016, the patient experienced back pain ("pain back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/ bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, back pain, vulvovaginal pain, vaginal infection, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, headache, migraine, pelvic pain, pregnancy with contraceptive device, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2021: mr received. Reporter information, removal details added. Case became serious incident. Event pregnancy with contraceptive device downgraded to non-serious incident as per previous significant follow-up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.